Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they are getting upstream occlusion alarm on the pumps. There was no patient involvement.

Manufacturer narrative:
H6. Codes: updated. The customer sent a picture that shows the pump deploying an alert about an occlusion in the medical device. The customer reported problem can´t be confirmed due the alarm showed in the picture, and the device evaluation can´t be performed since the samples reported were not received and there´s no picture to evaluate or confirm that product presented the condition reported. A retrospective review was performed for a period of july 2024 to july 2025 and there are no complaints related to the same part number or lot number.